Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the past in which they had red check marks on the connectivity test that ultimately resulted in a revision. The caller did not have any details about the instance and thought that it was reported but did not have a report number. Troubleshooting was not required.